Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va01fg7, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that therapy was not working. Therapy issues included stimulation in the wrong location and a shocking or jolting sensation. In addition, there was uncomfortable and painful stimulation ¿at times.¿ reprogramming was attempted but unsuccessful and a lead revision was scheduled. During the revision the healthcare professional (hcp) was concerned there may be an infection due to fluid at the pocket site. The entire system was explanted and sent off for testing. The testing indicated that there was not an infection. Diagnostics included impedance testing and reprogramming. The patient would be reimplanted in the future.